Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction- h6 (device code, results code & conclusion code). The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. A medical professional reviewed the received information and noted the following: ¿the tibial and talar component are intact. The pe is not directly visible. There are no signs of the pe not being intact or not in place. A very large anteriorly located tibial cyst is visible in the CT and there are also cysts and signs of loosening around the talar component.¿. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by the presence of cysts around the tibial and talar components. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.